Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse disconnected and reconnected the display cable and the issue was resolved. No parts were replaced. The cse performed extended self-testing on the device and all tests passed. (B)(4).

Event description:
Covidien received information stating that while in use on a patient the top display on an 840 ventilator had horizontal lines. The patient was removed from the ventilator and placed on another ventilator. There was no harm or injury to the patient.